Event description:
The hcp reported the pt presented in 2005 with signs of an infection of the device pocket including fever, redness, and swelling. A culture of the device pocket was done. The results were not reported. The pt was treated with IV antibiotics. The device system was explanted. The infection is reported to have resolved. The pt had a risk factor of diabetes and a history of a prior wound/pump infection.